Event description:
Information was received indicating that during use, a smiths medical level 1 trauma fast flow accessory was not pressurizing properly. The reporter indicated that there were issues with the blood bag as it was much smaller and thinner that a 500cc or liter bag. It was also reported that the chamber was not pressurizing bags and seemed to have gaps in it. No adverse effects were reported.